Event description:
As reported, during a hernia repair procedure, the sorbafix enhanced fixation device was used and later noticed that it was three (3) months beyond the labeled expiration date. There was no reported patient injury, change in course of treatment, or any medical/surgical intervention due to the issue.

Manufacturer narrative:
As reported, during a hernia repair expired sorbafix enhanced fixation device was used in a patient (expired three (3) months prior). The labeling of this product includes the expiration date and is found on multiple layers of the packaging. This event is confirmed as a use-related error, with no malfunction of the device. The instructions-for-use were reviewed and found to adequately provide instructions, warnings, and known risks associated to the use of the device. The traceability section of the IFU states, "traceability labels that identify the type, size, expiration date, and lot number of the device are attached to every package. A label should be affixed to the patient¿s permanent medical record to clearly identify the device used." A review of manufacturing records could not be performed as the lot number was not provided. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.